Manufacturer narrative:
Final device investigation revealed that the device was difficult to operate; the handle would not open and close the jaws (jammed). The device jammed due to a misaligned clip. The device came back used and there was debris on the jaws of the device.

Event description:
It was reported that the clip applier jammed during surgery and jaws were still jammed closed. It later was reported that the surgery was a "bariatric case" and the device "just jammed" with no visible signs or torquing or damage to the device. The device jammed on the first firing. This was the second clip applier to be used in the case. The first clip applier had been used in its entirely. There was no injury to the patient.